Event description:
It was reported that during a non-tortuous, heavily calcified, mid right coronary artery stenting procedure, accessed through the radial artery, a xience v rx 2.5 x 28 mm stent was implanted successfully. Another xience prime (2.5 x 38 mm) stent delivery system (sds) was advanced towards the osteum to overlap the first xience stent, but the xience prime (2.5 x 38 mm) sds would not cross the heavily calcified lesion. The xience prime (2.5 x 38 mm) sds was removed without difficulty and the lesion was dilated with a trek rx (2.25 x 20 mm) balloon. The non-abbott guide catheter was changed to another non-abbott guide catheter. The same xience prime (2.5 x 38 mm) sds was re-advanced into the patients' anatomy, but again would not cross the heavily calcified lesion. The xience prime (2.5 x 38 mm) sds was removed without difficulty and the lesion was dilated again with another trek rx (2.25 x 20 mm) balloon. A new xience v (2.5 x 28 mm) sds was advanced, but would not cross the lesion and was removed without difficulty. The lesion was dilated again with another trek rx (2.25 x 20 mm) balloon and the same xience v (2.5 x 28 mm) sds was advanced, but would not cross the lesion. The xience v (2.5 x 28 mm) sds was pulled back into the non-abbott guide catheter and the guide catheter was repositioned, and crossed the lesion. Reportedly, the physician feels as if the xience v (2.5 x 28 mm) stent was caught on the guiding catheter as it was pulled back into the guiding catheter. The xience v (2.5 x 28 mm) sds balloon was inflated to 12 atmospheres at the lesion, but it was noted that the stent was not on the sds. The physician decided to continue with the procedure and verify the stent location afterwards. A xience 2.5 x 28 mm stent, two xience 2.5 x 18 mm stents and a xience 2.75 x 18 mm stent were successfully deployed. Post-dilation with a nc trek 2.75 x 20 mm balloon was done.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The non-abbott guide catheter was removed from the patients' anatomy. A fluoroscopy was performed and the xience v (2.5 x 28 mm) stent was found free floating just distal to the guide sheath. A non-abbott snare was used successfully to remove the xience v (2.5 x 28 mm) stent. There was no significant delay in the procedure due to the device reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was confirmed that the stent implant was returned dislodged from the balloon and was located on the non-abbott snare device at the distal end of the non-abbott introducer sheath. A review of the lot history record for the reported lot revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling datatbase for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), xience v states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency identified.